Manufacturer narrative:
Medtronic received the following information from a journal entitled ¿initial two-day blood pressure management after endovascular aneurysm repair improves midterm outcomes by reducing the incidence of early type ii endoleak¿. Miura s, kurimoto y, maruyama r, nojima m, sasaki k, masuda t, nishioka n, iba y, kawaharada n, naraoka s journal of vascular surgery. 2024 feb;79(2):251-259.e2. Doi: 10.1016/j.jvs.2023.10.003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿initial two-day blood pressure management after endovascular aneurysm repair improves midterm outcomes by reducing the incidence of early type ii endoleak¿. The time frame for the study was over six years. Multiple manufactures products were implanted in the patient population including endurant stent grafts. The aim of this study was to evaluate midterm outcomes of a novel strategy of postoperative initial 2-day blood pressure management (bpm) after endovascular aneurysm repair (evar) for the prevention of subsequent type ii endoleak (t2el) in a single-center series. 137 patients were included in the study. Among the patient population the following malfunctions were reported; type ia endoleak, type iiib endoleak , ib endoleak , type v endoleak the following adverse events were reported; aneurysm enlargement, intervention , rupture, fistula patient mortality was reported but there is no causal link that a endurant stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.